Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: model: 2088tc, competitor lead, implant: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that patient came in for a routine check and was found to have shortness of breath. The implantable pulse generator (ipg) showed that it reached elective replacement indicator (eri) within sixteen months of use, indicating premature battery depletion. The device will be replaced at an upcoming procedure. No patient complications have been reported as a result of this event.